Event description:
I am suffering from breast implant illness. My symptoms began 3 years after implanted. Breast implants 2006, chronic breast pain from day one, worsen each year. Now daily pain, chronic nipple pain started 2016. Swallowing issues started around 2009, got worse, 2016 breast pain, hip pain, leg pains, stomach pains, neck pains, back pains, inflammatory. Eye issues: blurred vision, eyes hurt all the time. Heart palpitations started within the year of implanted, started feeling sick more, memory issues, brain fog, poor concentration, headaches, dizziness, pains in chest / heart (feels like sharp stabbing pains around my heart). Pains in both breast (shooting pains through both my breasts burning and sharp.) Shoulder blade pain (sharp pains in both shoulder blades), shooting pains in arms, legs, shoulders, neck (sharp shooting pains in arms, legs, shoulders, neck). Burning in breast (all day burning feeling, feels like rubber bands snapping inside), fatigue (always tired, even after a good nights sleep I am still so tired). Hair thinning (hair started to fall and shed about 6 years ago. Now more thin than ever), brittle nails, cystic zits (I get huge cystic zits on my face, my back, my chest). Fingers tingle (fingers and hands tingle, fall asleep all the time, hurt, itch), hand rashes. Constant stomach pains (my stomach hurts no matter what I eat or drink, everything bloats me, causes gas pains, aches in left side, aches in right side, aches in lower and upper), gas pains, constipation, sensitive to loud founds (used to be able to fall asleep to music or the tv, now I need silence because even on the lowest sound setting, it hurts my ears.) Lights (bright lights and the sun hurt my eyes). Itchy everywhere, (crazy itching all over but mostly my upper back, I scratch and bleed because the itch is so intense.) Feels like bugs crawling on me. Breast itching rash on breast that come and go. Dizzy (dizzy every day, all the time), head rush when I stand (all the time). Out of breath (my breathing issue started about 4-5 years ago. I breath heavy just sitting on the sofa) breathing heavy all the time, frequent urination (I constantly have to use the bathroom, this has been happening for 6 years. I use the bathroom before bed, the min I lay in bed, I have to get up again). Ringing in ears (strange ringing noise in my ear), leg cramps (cramps in back of legs), new food sensitivities, new allergies, constant feel that something is in throat, nausea, dry heaves throwing up, muscle weakness, slurring words, mixing words up, forgetting the names of single things, loss of balance, gait disturbances, bad menstrual cramps starting in 2016. Extremely heavy periods started 2009, night sweats started 2016, cold night sweats started 2017. Rashes on neck that come and go (on and off for years), sunken eyes (started a few years after implants), dark circles under eye (started before I was 40), bump on finger, came up 2018, anxiety (never had anxiety until 2017), fears started 2017, insecurity (even before implants I was not an insecure woman, now this insecurity came around 2015. Trouble finding the right words (cannot hold a conversation. I lose what I am talking about and cannot find the right words to come out), lisp and speech worse (I slur my words, stutter at times, lisp got worse). Social anxiety (I don't like being around people anymore, I use to be a social butterfly), bad breath, (bad breath for many years, dentist say nothing is wrong, maybe the food I eat. I constantly brush and floss), bad taste in mouth, sometimes there is a metalic taste, zone out (zone out watching tv, or in a conversation with my family), memory (I can't seem to remember what someone told me, can't remember about a movie I just watched), short term memory issues, vitiligo, I was healthy before implants, my symptoms started slow, the last 5 years after mammogram, my symptoms increased, the last year worse. I have been to the ER 2 years in a row complaining about the same issues, I didn't have health insurance for a long time, so I could not document most of my pain. I have had several drs check me out and say I am fine, I don't feel fine.